Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 99% stenosed distal right coronary artery. After crossing the balance middleweight elite guide wire through the lesion, the 2.5x15 mm trek rx balloon catheter was advanced over the guide wire; however, the balloon catheter stopped advancing at the distal end of the guide wire. Resistance was also felt with the guide wire during the attempt to retract the balloon catheter; therefore, the devices were removed together as a single unit and a non-abbott guide wire and the balloon were used to continue the procedure. A 2.5x18 mm xience v was implanted and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 2.5x15 mm trek rx; guide cath: launcher al10. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The 2.5x15 mm trek rx balloon catheter referenced is being filed under a separate medwatch report.